Event description:
The tip of the enema syringe disconnected from the syringe and remained in the rectum of the consumer. The user sustained extreme pain and required emergency room care and treatment in order to remove the device component. No sequelae were reported.